Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter separated while retracting and blood splash occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the distributor that there was blood backsplash and the catheter separated when the needle retracted (needle snagging).

Manufacturer narrative:
Date of event: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter separated while retracting and blood splash occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the distributor that there was blood backsplash and the catheter separated when the needle retracted (needle snagging).